Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
An event involving jelco hypodermic needle reported that there was improper securing of a needle prior to administration. It was identified that the needle was not adequately tightened to the designated orange component of the device. Proper assembly required the needle to be firmly attached by twisting the syringe and needle in opposite directions. Failure to ensure a secure connection resulted in a recent needle-stick. No medical treatment was required. There was patient involvement and no harm/adverse event reported.